Event description:
It was reported on (B)(6) 2014 the catheter was partially explanted and replaced and the spinal segment was unable to be removed and was discarded. It was noted a dye study was performed and showed a leak in the catheter. It was also reported the patient experienced increased spasticity at the catheter track and the patient¿s status at the time of this report was ¿alive-no injury.¿ the pump was being used to deliver baclofen. It was further reported the date of the dye study was unknown and the catheter leak appeared to be in the proximal catheter segment between the pump and lumbar incision site. Additional information received reported the patient transferred care form another physician. Additional information received reported the patient experienced increased spasticity and there was a break, tear, or hole in the catheter. It was reported the catheter was also sheared off at the spine. The location of the catheter issue was at the distal (spinal) segment and proximal (pump) segment. It was further reported the dye study was performed on (B)(6) 2014 and the catheter or catheter segments were left in the intrathecal space of the patient and was not in use. The catheter and pump were replaced on (B)(6) 2014 and the patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the location of the leak was the abdominal pump section. This was identified by dye study on (B)(6) 2014. Catheter segments were left in the intrathecal space. The catheter was placed on v and the spinal segment was left in place. The patient had not recovered and the symptoms/issue was ongoing. The patient maybe was having problems and had requested the health care provider (hcp) to call him back.

Manufacturer narrative:
(B)(4).